Event description:
Report from field indicated that in a pt present with a cerebellum medulloblatoma, a valve was implanted 2/4/98 and explained 3/30/99 due to obstruction. No further complications were reported.